Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited a sensing problem. Review of device data indicated oversensing oversensing related to electrogram (egm) collection every 1 hour and 30 seconds. Diagnostic testing/troubleshooting performed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.